Event description:
Customer reported when verifying device coding, there was a discrepancy. Device displayed "000" and the code key upon insertion is actually "014". Customer originally called due and err after dosing. No treatment was received. A request was made for return product and replacement product was sent.